Event description:
As reported by (B)(6): infusion lasted longer than allotted. Nafcillin 12gm/pump. Never completely infused.

Manufacturer narrative:
(B)(4). The device is currently on shipping from USA to b. Braun (B)(4) for investigation. A follow up report will be provided after the inspection results are available.